Manufacturer narrative:
(B)(4). Investigation summary: a complaint of a damaged component was received from the customer. Two samples were provided for investigation. Through visual inspection, one sample had a misassembled check valve, the other did not have any noticeable defects. The two samples were then primed. The misassembled sample could not be primed due to fluid not being able to flow through set. The other sample was successfully primed. A device history record review for model 2309e lot number 20076260 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25jul2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the root cause for this defect is an error during the assembly process of the set.

Event description:
It was reported that bag access device w/ckv was occluded. The following information was provided by the initial reporter: material #: 2309e batch/ lot #: 20076260 ((B)(4) provided but invalid). It was reported that once the IV bag is spiked with the smartsite bag access device, the nurse cannot pull back fluid from the bag.